Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and motor error alarm. The customer¿s blood glucose level was 171 mg/dl. The customer also reported that the insulin was squirting out during manual prime process. The customer stated that the drive support cap was appears to be normal. The customer also stated that the motor error occurred when they were giving a bolus with the last of there insulin. The customer also stated that the insulin pump was not exposed to any high magnetic fields the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test however compromised forced sensor system alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to protruded drive support disk. The motor was tested outside of the device and passed.